Manufacturer narrative:
D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 - device evaluated by mfg ¿ updated. H4 ¿ manufacturing date - added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the catheter was returned with tegaderm dressing attached to it. The catheter shaft was found to be broken/fractured. The catheter distal shaft was found to be kinked/bent. A functional evaluation was not performed due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of 'catheter shaft leaked during use' could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when the operator guided the subject aspiration catheter and attempted to aspirate the thrombus using the aspiration pump; it could not be aspirated at all and felt like air was leaking from the shaft near the hub. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. The catheter was returned with tegaderm dressing attached. The catheter shaft was found to be broken/fractured. The catheter distal shaft was also found to be kinked/bent. Navigation through tortuous m2 anatomy may have placed bending stress on the catheter shaft, which might have contributed to a shaft leak during aspiration. Improper flush maintenance alone would not be expected to cause a shaft breach, although high suction pressure might have increased stress on the device. Based on review of all available information an assignable cause of procedural factors will be assigned to the reported event of 'catheter shaft leaked during use' as well as analyzed events of 'catheter shaft kinked/bent' and 'catheter shaft broken/fractured during use' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the catheter (subject device) was used in the thrombectomy procedure. However, the physician was unable to aspirate the thrombus as the subject device was felt to be leaking near shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Event description:
It was reported that the catheter (subject device) was used in the thrombectomy procedure. However, the physician was unable to aspirate the thrombus as the subject device was felt to be leaking near shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.